Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the proximal lad coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.